Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: 2.0 x 15 mm trek; guide wire: fielder; stent: 2.25 x 28 mm, 2.25 x 28 mm and 2.25 x 12 mm xience alpine stents. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The xience alpine (2.25x12,(2) 2.25x28), fielder xt 190, and mini trek rx referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that on (B)(6) 2016 the patient presented with severe chest pain in which a 3.0 x 12 mm absorb scaffold, a 2.25 x 28 mm, 2.25 x 28 mm and 2.25 x 12 mm xience alpine stents were implanted in the left anterior descending (lad) coronary artery. Pre-dilatation and post dilatation were performed successfully. The patient was given plavix and aspirin. However, approximately 7 - 8 hours later, the patient experienced severe chest pain and coded. The patient was sent back to the cath lab for percutaneous transluminal intervention (pti). Angiography revealed acute thrombosis of the stents and scaffold. A fielder guide wire was advanced followed by a 2.0 x 15 mm trek balloon catheter which restored a good flow; however, the patient coded due to a perforation noted in the apex. Chest compressions were performed, but the patient died subsequently. Reportedly, cause of death was to non-response to plavix, so it was procedure related. There was no autopsy performed. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of angina, cardiac arrest, death, thrombosis, as listed in the absorb gt1 instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.